Event description:
It was reported that the touch screen of this programmer became unresponsive during threshold testing. It was noted that this was resolved after resetting device. It was also noted that these observations occurred after a software update. Technical services (ts) advised sending in log files for further analysis. No adverse patient effects were reported. Currently, this programmer remains in service.